Event description:
Reporter calling, stating she experienced adverse reactions after monovisc injection in her left knee. Reporter states she was injected with monovisc on (B)(6) 2024, and approximately five hours after injection, reporter states her knee joint "locked", was painful, and she was only able to limp around. Reporter states approximately seven hours after injection, she developed chills, shaking/tremors, a fever of "103 degrees", nausea and intense back pain. Reporter states that approximately twenty-four hours after injection, her fever was still elevated at "101 degrees". Reporter states that today, (B)(6) 2024, the fever has broken and her knee joint is "moving much better". Reporter expresses concern over her symptoms during the previous forty-eight hours and states that when she searched online for potential adverse reactions to monovisc, very few symptoms or side effects are listed. Reporter expresses her concern over the symptoms she experienced and is filing a report so that others may be warned to the potential side effects of monovisc.